Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The foreign material could not be identified, and it was not possible to conclusively specify the cause of the matter that remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.